Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an upgrade procedure, the physician had issues inserting the right ventricular (rv) lead pace/sense pin into the header of the cardiac resynchronization therapy defibrillator (crt-d). The physician was able to fully tighten and loosen the setscrew without the lead present. Upon further inspection, it was revealed the physician was trying to place the pace/sense pin into the rv coil port. The physician then inserted the pace/sense pin into the correct port with no issues. The rv coil pin was then inserted into the rv coil port with no issues, however, the wrench was unable to catch the setscrew to tighten it. Another torque wrench was attempted without success. After many attempts to try to loosen or tighten the setscrew, a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.